Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump the mother states the customer had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the pump is cracked at the bottom of the window. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump powered up properly. The problem was isolated to electronic assembly. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube.